Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/26/2013 with the following findings: display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display was faded and pink. This report is made based on the results of an investigation completed on (B)(4) 2013.